Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-sep-2019 with the following findings: during investigation, the keypad was found to be peeling from the base. There was no other damage found. All keys were responsive. The keypad was removed and there was contamination found under all the contacts. The battery compartment was found to be cracked. The display was found to be dim/fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim/fading color spectrum and contamination under the contacts. This report is made based on results of investigation completed on 23-sep-2019.